Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer inspected pyxis bus cable from rear to center column and replaced existing latch's part number 134714-03 with current production model latches. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the main, tower, e-lock, device not connected on bus causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.